Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event where the patient was being monitored, their device lost power. The customer did indicate that they were able to restore power and continue patient care with little delay. There were no additional details of the patient event provided. There was no adverse outcome of the patient reported to physio-control.